Event description:
The customer reported that he missed a known anti-c with cell #4 of biotestcell-i11. The customer did neither return the sample that had caused the false negative result nor the supposedly defective product. At time the customer filed his complaint the supposedly defective product was already expired. Therefore our quality control could not even test the retained biotestcell-i11 sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.